Event description:
At the beginning of the surgery, while exploring the patient's abdomen, the sound of the monopolar esu was heard by the surgeon, staff rn, and davinci representative. The surgeon stated that she wasn't depressing the bipolar foot pedal. Physician phone statement noted that this incident occurred at the very start of the case, and the foot pedal was not being activated when the esu was heard going off by itself; observe the davinci rep unplugging the foot pedals connections from the robot at the rear of the esu. Heard it activate again after this was done. Nurse who wrote up incident statement says she was on the other side of the room, but did hear the esu going off. Says she was the person who unplugged the cables from the front of the device. She was not quite sure if this happened at the beginning or the middle of the case. Nurse witness statement: two doctors were using the davinci robot console; they were using mono-polar setting at that moment, heard when physician say "why is the mono-polar still going," said that surgeon saw smoke in the field.saw davinci rep un-plugged the cables from the back of the force fx esu, switched out force fx to the newer force triad esu, continue with case.as a result of what appears to be an unintended delivery of monopolar energy through a bipolar maryland clamp, the patient sustained a perforated bowel, and despite careful examination of the surgical area, it was not discovered until the patient came back to the hospital approximately a week later with signs of infection. This required an exploratory laparotomy, which revealed a perforated bowel. A portion of colon was removed and sent to surgical pathology. Patient subsequently developed bilateral pulmonary emboli and remains hospitalized to this day.